Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm or verify failed battery alert, prime/fill anomaly and frozen display anomaly due to buttons not responding. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were hard to press. Customer stated that the insulin pump had random no delivery alarms. Insulin pump was squirting insulin during prime process. Insulin pump had rejected new batteries. Insulin pump had locked up and was unresponsive. No harm requiring medical intervention was reported. The device will be returned for analysis.